Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4/5 for the treatment of spinal canal stenosis. Int ra-operatively, when the surgeon inserted a cage, he hammered the cage to place it in proper position but the cage was placed about 4mm from anterior of vertebral body. The surgeon attached the cage to an inserter to pull it out, but at that time, a holding part of the inserter came out. The surgeon could not attach the cage anymore because a thread might have been broken. Compression was performed as it is and the surgery was finished. There was a delay of less than 60 minutes in overall procedure time. No patient complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.